Manufacturer narrative:
E1 - initial reporter phone: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformance's during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the inner cannula would not lock into the trach. There was patient involvement, and no adverse event reported.